Event description:
It is reported that the pt's knee has been producing a clicking noise.

Manufacturer narrative:
Information was received form a consumer who is not required to complete form 3500a. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint maybe revised upon return of x-rays and/or product or further information. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.